Event description:
As coil was being deployed into aneurysm sac in subarachnoid space. Protrusion of coil through wall off aneurysm produced resistance causing coil to detach. Rupture of aneurysm not beleived to be result of coil detachment.